Event description:
It was reported that the patient underwent a surgical procedure on (B)(6)2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the mesh was surgically removed on (B)(6) 2004 due to pain, incontinence, dyspareunia and erosion. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary retention, urinary tract infection, urge incontinence and nocturia. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary retention, urinary tract infection, urge incontinence and nocturia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urethrocele with urethral hyper mobility, atrophic vaginitis, stress urinary incontinence, overactive bladder and urge incontinence.